Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt pain and warmth at the ins site when charging which was uncomfortable. There were no contributing factors to this issue. The patient noted that their system was running fine but they were simply feeling some discomfort when charging. The patient was instructed on how to decrease the level of intensity with which they charged the system on their programmer. They turned it down from 4 to 3 and would see if that helped with the discomfort. Surgical intervention was not planned or scheduled. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has had pain at the implant site for 2-3 days after charging the ins. The patient said they reported this to their physician and this started shortly after implant. The patient said that it takes forever to charge to 90%. The patient mentioned he did see an error code, but he did not get the details. The patient stated that in the past he has reduced the charging speed due to the pain at the implant site. The patient said the night prior to the report when he was charging, he increased the speed to 4, but the ins continued to take a long time to charge. The caller indicated the controller found the ins with excellent quality. A rep reached out to the patient and said that the patient seemed to be doing okay at this time. No further complications were reported.